Event description:
A pt of unk age and unk gender presented for an endovenous laser treatment of the great saphenous vein. The treatment was successfully completed with this device and no complications were noted. The user noted that the pt developed a clot and the thrombus is still mobile. The pt received levoux to treat the clot and to prevent it from migrating in deep system.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. The catalog log number and lot number were not reported. During the review of the mfg records for the lots obtained through a ship history review, it was observed that the mfg lots of disposable laser fibers meet all device specifications and quality requirements. A review of the hardware service records for the complainant¿s vcure1470 laser generator (serial number (B)(4)) used during the procedure noted no issues. It was reported that the procedure was successfully completed with the reported defective disposable device and the complainant¿s laser generator unit. The instructions for use, which is supplied with this catalog number, list patients with deep vein thrombosis (dvt) as a contraindications. Complaint #(B)(4).